Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) change out procedure the physician stated the right ventricular (rv) coil set screw "felt funny, strange" and the physician could not engage the wrench into the set screw. A new wrench was tried with the same result. The device was not used and an alternate ICD was successfully implanted with no issues with the set screws. No patient complications have been reported as a result of this event.